Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that the both of her implants were expired and not working. She was too weak at her age for another implant. The patient's indications for use were parkinson's dual and essential tremor. It was unclear what was meant by expired and not working and what was done to intervene, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2016-03304 for the other device implanted in the patient.